Event description:
The customer reported to customer service that the transformer came apart when in use. It looked like it cracked where the screws hold it together. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer on (B)(4) 2012, she indicated that she did not witness any smoke, fire, sparking or melting, but stated that it was extremely hot when she went to unplug it. She also stated the plastic housing pulled away ¿ the screws were still present, but the plastic broke away, exposing the inner electronics. The product involved in the complaint has not been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 10m height per (B)(4). Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was release as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continued to be monitored. Should the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed.